Manufacturer narrative:
This is one of one final report for this complaint. Based on the information, the event could not be confirmed. The enterprise stent was not returned for analysis; therefore the root cause of the deployment difficulty could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is 1 of 1 initial MDR report being submitted for this complaint. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusion is made at this time.

Event description:
It was reported by the contact at the user facility that during the stenting procedure on (B)(6) 2016 the enterprise 2 stent (enf402300/10611854) was deployed in another vessel; it was reported that "enterprise2 stent bounced off the microcatheter." There are no reports of adverse events. It is unknown if the reported event caused any additional interventions or surgical delays. The stent remains implanted in the patient and is not available for analysis.